Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not been returned to the manufacturer. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during embolization of a pcom aneurysm, the coil was being used as a guidewire to gain access to the aneurysm. During this manipulation, the coil detached and over half of the coil was in the parent vessel. The coil was retrieved with a stentriever and an aspiration catheter. There was no reported symptoms or injuries related to the coiling or retrieval of the coil.